Event description:
¿Caller alleged discrepant results compared with the lab. Results as follows:¿ date (B)(6) 2012, inratio: 4.5, 1.5, lab: 1.6. No therapeutic range provided. It was noted that pt¿s inr value was normal until last month¿s testing. Sample type used for testing: venous blood.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012. Inratio meter = 4.5 and 1.5 inr. Reference = 1.6 inr, mean= 2.53, confidence limits = 1.6-3.4. Precision test was performed on inratio data (mean = 3.00, sd=2.12, %cv = 70.71). Since %cv= is above 20%, the test failed criteria. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Reviewed reference test on reported lot 271722. In-house therapeutic donor testing has been performed on reported lot 271722. Results as follows: donor a ¿ 200- inratio: 2.8, inratio: 2.8, inratio: 2.9, ref.: 2.60, bias threshold: 1.60-3.60, %cv: 2.04. Donor b ¿ 230- inratio: 3.8, inratio: 3.8, inratio: 3.4, ref.: 3.31, bias threshold: 2.31-4.31, %cv: 6.30. All replicates for each donor are within the acceptable donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: review of complaint revealed customer received unexpected results. Analysis of patient¿s data from inratio and reference method revealed that test results did not meet accuracy and precision criteria. Since no product was expected to be returned, review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. Root cause could not be determined. (B)(4). No further action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.